Manufacturer narrative:
Lot number - unknown; expiration date - unknown due to unknown lot number; UDI - unknown due to unknown lot number; explanted date: device was not explanted; occupation - unknown; device manufacture date - unknown due to unknown lot number; the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported a deployment failure with the involved angio-seal vip device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to cancel this report. This report is a duplicate report. See MDR 3013394970-2018-00123 that has been reported for this event.